Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument jaw broke. The clips did not fall into the pt. There was no consequence to the pt.